Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that upon opening the kit in the operating room, the swg/tube was found bent. Upon receipt of the sample, the swg was also found damaged. There was no reported delay, death, or complications to the pt as a result of this occurrence.